Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device displayed a screen that did not accept the ¿yes¿ selection on the fill tubing prompt, while the ¿no¿ option and press-and-hold fill drops function remained operable, and the device could be unlocked; a restart performed via the mobile application restored normal screen functionality. Symptoms included no reported adverse clinical effects. Outcomes included no impact on therapy beyond a temporary interruption and no alerts or alarms. Investigation included guided troubleshooting and device restart. Investigation of this case revealed a transient user interface or touchscreen response anomaly that resolved after reboot, consistent with a momentary device software or display interaction issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible device software or interface malfunction.